Event description:
It was reported to MFR that the vns pt was scheduled for generator replacement due to end of service. Prior to surgery, the pt's caregiver explained that the pt began experiencing an increase in seizure activity, relationship to baseline unk, months prior to surgery. The cause of the increase in seizures was a result of the physician intentionally decreasing the device settings to preserve battery life until the generator replacement took place. The physician then increased the settings back to the therapeutic settings at the request of the caregiver and the seizure activity continued. During the generator replacement surgery, when the existing generator was interrogated, the end of service indicator was set to yes. Additionally, a battery life calculation was performed with the available programming history and the result supported the end of service status. Attempts to obtain add'l info from the treating physician have been made, but have been unsuccessful to date. The explanted generator has been returned to MFR and analysis is underway.